Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown case the device would not open properly. No other information is available at this time, other than it had been removed manually with no patient consequence.